Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer's mother also stated, the customer's high blood glucose common as their blood glucose was uncontrolled. The customer's blood glucose was over 500 mg/dl. It was found the customer was feeling sick and throwing up due to their high blood glucose. The customer's mother also reported the customer's high blood glucose was treated with the insulin pump. Troubleshooting also found the customer's insulin pump passed all functional testing. It was also found the customer had champagne sized air bubbles in their insulin pump. Customer was advised to monitor their insulin pump. No additional information provided.